Event description:
The surgeon noted: "this is the only time that I have used the uni clip and unfortunately every uni-clip that was placed in this pt has gone on to break. I removed the metal work recently".

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.